Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the shrouds open and with a cartridge loaded on the device. The cartridge was received partially fired (1/16). The device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. After further analysis, it was noted that the firing mechanism was damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was broken. Even though the release button is not part of the firing mechanism, when it breaks, it creates friction to the firing trigger, not allowing the trigger to properly return to its home position. In addition, while no conclusion could be reached as to how the shrouds became broken, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, only 1/3 of the stapling sequences happened on the fifth reload. No pt consequences were reported.